Event description:
Baxter field service reported a customer complaint in which the device detected failure code 812:02. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.